Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl and 360 mg/dl. The customer reported that the blood glucose level was now lowering down. The customer also reported insulin flow block alarm on the insulin pump. Troubleshooting was performed and insulin exited at the tubing. The insulin pump will not be returned for analysis.